Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician (srt) observed that the motor had two broken mounting tabs and does not spin freely due to internal damage. The saw motor cannot be repaired due to part obsolescence. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per subsidiary, they checked the resistance of the motor assembly and found that it was open due to no resistance value. The subsidiary suspected the motor assembly was defective.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the saw did not operate. The product was not changed out. There was a delay in the procedure as the surgery was postponed. There was no blood loss or adverse consequences to the patient. Per clinical review, the incident did postpone the procedure, for the institution does not have a back up for their sternal saw, and the subsidiary did not have a service unit to loan them. The service engineer of the subsidiary stated that there was supply in the outlet, the footswitch and voltage from the mainboard going to motor assembly were operating appropriately, but upon checking the resistance of the motor assembly, there was no resistance value. He therefore suspected the motor assembly was defective.

Manufacturer narrative:
The reported complaint was not verifiable. Diligence attempts were unsuccessful in obtaining additional complaint information and part return. No part returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.